Event description:
It was reported that noise was noted at device interrogation. High pacing lead impedance and increased capture threshold were also noted. Noise was not reproducible in-clinic with isometric movement. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.